Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A blank screen on the monitor. The subject device will not be sent back to olympus for further evaluation and repair. The device was not returned to olympus for inspection and the reported failure was confirmed based on the results of the investigation. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display had no image. The issue was found during inspection. There were no reports of patient harm.